Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella cp pump placed to support a patient admitted in with multiple cardiac and systemic comorbidities with new cardiogenic shock. The registered nurse reported that the patient had run of a flutter/wide complex ventricular tachycardia requiring cardioversion. The patients pressure dropped following and the nurse doubled vasopressin and levophed drips, adding amiodarone and dc¿d dobutamine. An echocardiogram repeated but not resulted. Care was withdrawn and the patient expired.